Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" and "capsular contracture baker grade unknown". Later healthcare professional reported "rupture" and capsular contracture baker grade iii. Later healthcare professional reported "capsular contracture", "ruptured", "leakage", "traumatic division of long flexor tendon" and "deep vein thrombosis". Patient underwent partial capsulectomy. This record is for the right side. Device was explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" and "capsular contracture baker grade unknown". This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" and "capsular contracture baker grade unknown". Later healthcare professional reported "rupture" and capsular contracture baker grade iii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.